Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the paramedics were called; the customer was transported to the hospital, where she passed. The customer was hospitalized on (B)(6) 2015. The official cause of death is unknown; it will be available within 30 days. The morning of (B)(6) 2015 at 5:20 am, the customer caller for help, the caller woke up and heard the insulin pump making a humming, dingling sound, to wake the customer up. While the boyfriend was calling the paramedics, the customer fell onto the floor and was not breathing. CPR was performed, the paramedics gave a shot of glucose, the customer regained consciousness and was transported. The customer's blood glucose was 21 mg/dl when the caller last checked. The customer's blood glucose, at the time of death, is unknown. The last recorded value, in the insulin pump, was 318 mg/dl, on (B)(6) 2015 at 11:59 am. The insulin pump was left at home when the customer was taken to the hospital. On (B)(6) 2015, MRI revealed that the customer has had many strokes.